Event description:
On (B) (6) 2010, the telemetry system reported "no telem" for ttx 1121 on the pt. The "no telem" alert is a system alarm which notifies the monitoring staff that the system can no longer communicate with the transmitter. The system alarm setting for the "no telem" alert was set to advisory which alerts the monitoring staff with a single fog horn tone and displays the on-screen message "no telem" in the pt window. The cause of the "no telem" alert is triggered when the transmitter travels out of range of the monitoring system or when the transmission ceases from the transmitter. Loss of transmission can be caused by a weak battery or a failed transmitter. Prior to 3:32:53 the full disclosure strip shows that the ECG signals from the transmitter were of good quality with no breaks in the signal. Then at 03:32:53 the signal abruptly ceases and the "no telem" message is printed on the full disclosure strip. At the time of the incident the transmitter was not quarantined. The transmitter was reissued to another pt. When the transmitter was returned to telemetry, the battery door hinge was broken. Since the transmitter was not quarantined the cause of the "no telem" alert cannot be determined.